Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reported not having alternative insulin therapy; however, customer declined any further assistance or follow up from tandem technical support. Customer¿s blood glucose level was 135 mg/dl.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 135 mg/dl.

Manufacturer narrative:
B5.